Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day and treated with vancomycin (dose, route, frequency not reported). The cause of the peritonitis was unknown. The patient was discharged from the hospital four days later. At the time of this report, treatment was ongoing and the patient's condition was improved. Pd therapy was ongoing. No additional information is available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13g18044 and h13i25011 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).